Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Technical services was contacted and provided troubleshooting options. Additional information was requested from the field representative however, there is no information to suggest the device was interrogated as the representative did not have any information. At this time, the device remains in service. No adverse patient effects were reported.